Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The infusion set has been used for 3 days. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.